Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge leaked from the side after filling it with 420 units. The customer loaded a new cartridge. There was no impact to the customer's blood glucose level.